Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device gave a false positive detection. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the service center. One device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The visual inspection found damage to the right side screw boss on the front panel assembly. A failure was found during the investigation. The unit would not boot up properly. The investigation isolated the failure to a software issue, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The software was reloaded to address the condition. If information is provided in the future, a supplemental report will be issued.